Event description:
Customer reportedly obtained a result of 1.5 inr on the coaguchek system and 2.8 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.